Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not turn on and an unspecified malfunction occurred. Customer cleared the unspecified malfunction and insulin delivery was able to be resumed. Customer¿s blood glucose level was 144 mg/dl.